Event description:
It was reported that a home patient experienced an unspecified system alarm on the homechoice device while setting up supplies for peritoneal dialysis therapy. The patient was not connected to the device at the time of the event. The technical service representative (tsr) assisted the patient with ending therapy and the patient started therapy over using new supplies. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
Complaint no: (B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. The device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.